Event description:
Per the clinic, the device was electively explanted on (B)(6) 2026, at the patient's request for replacement with an MRI-compatible device. The patient was reimplanted with another cochlear device during the same surgery.